Manufacturer narrative:
After further review, it was determined that the gas loss alarm was not reproduced by the getinge field service engineer and there were no malfunctions with the device. Hence, the event is not reportable to FDA and follow up report is not necessary.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had gas loss in iabp circuit and the helium levels show almost full. No harm or injury to the patient was reported.